Event description:
While monitoring spo2/pleth, the parameters set for the alarm were reached, but the alarm did not sound. While it is unknown whether the alarm was silenced, alarms on the monitor can be permanently disabled by pressing the "silence" key, requiring staff to reset the alarms before they will function. It is too easy to disable the alarm. Routine examination of the equipment revealed an intermittent failure of the alarm to sound. It was determined that the failure of the alarm to sound was related to the positioning of the nurse call interfacing cable connecting the monitor to the wall. It is unknown if the intermittent failure of the cable contributed to the failure of the alarm to sound.